Manufacturer narrative:
Citation: aoki y et al. Protecting stent trapped between surgical and transcatheter aortic valve in valve-in-valve procedure. Cardiovasc interv ther. 2019 oct;34(4):393-394. Doi: 10.1007/s12928-018-00565-7. Epub 2019 jan 4. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient who had undergone surgical aortic valve replacement with a 21 mm medtronic mosaic bioprosthetic valve (serial number not provided). At 8 years post-implant, the patient presented with symptomatic severe stenosis of the mosaic valve. Subsequently, a 23 mm non-medtronic transcatheter valve was implanted valve-in-valve. No additional adverse patient effects or product performance issues were reported.